Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities, the electrode tip has been partially broken/eroded from the spacer tip, bio debris is present and product was out of the original packaging (no packaging returned). A functional evaluation was performed on the returned device and found the device displayed settings (1,7) when plugged in. Plasma generation and coagulation functioned on the remaining portions of the electrode. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include 1) procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. 2) hitting the device tip against a hard surface. 3) using the device as a lever to enlarge surgical site. 4) mechanical displacement of tissue through applied force. 5) activating the device above recommended settings for prolonged periods of time. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an unspecified procedure, the super turbovac 50 could not be used normally. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.